Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to more than an impedance of 2000 ohms and the suspected caused was due to lead fracture near the pocket. This ra lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5 describe event or problem.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to more than an impedance of 3000 ohms and loss of capture (loc). The suspected caused was due to lead fracture near the pocket. This ra lead was replaced. No additional adverse patient effects were reported.